Event description:
During a rotator cuff repair, surgeon implanted a suture anchor and then pulled on the sutures to test the fixation. The device pulled out of the bone. Surgeon then tried a competitive anchor and the same thing occurred. Procedure was completed by suturing through the bone. Surgeon stated that the bone was of poor quality and he does not blame the anchor for the occurrence.